Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the ECG electrode. The patient reports a nickel allergy and was advised by her doctor to use hydrocortisone cream and/or benadryl cream. Upon follow up, the patient reported after using the medication provided by the doctor she has seen improvement in the skin irritation.